Manufacturer narrative:
These devices are two of three products associated with this event. Please refer to mrf report # 9616099-2006-01200. Two products with the same catalog and lot number are represented by this report. This device (lot i0405073) is distributed outside the united states; however, it is similar to the united states product. The products are not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The target lesions were the left main trunk and the proximal left anterior descending (lad). For the left main, the vessel was de novo and eccentric. Aha/acc classification of the vessel was type b2. The lesion length was about 20mm and vessel diameter was 3.0mm. For the proximal lad, the vessel was de novo and eccentric. Aha/acc classification of the vessel was type b2. The lesion length was about 20mm and vessel diameter was 2.5mm. The procedure was an elective case. For the proximal lad, pre-dilatation was conducted with a 2.5 x 25mm balloon. Inflation time and pressure were unk. A 2.5 x 23mm cypher stent (lot number i0405112) was implanted at 16~18atm for 20 seconds. Post-dilation was not conducted. Ivus was not conducted. Timi flow was 3 before the procedure and 3 after the procedure. The residual % of stenosis was 0%. Act was not measured. For the left main, pre-dilation was conducted with a 3.0 x 20mm balloon. Inflation time and pressure were unk. A 3.0 x 13mm cypher stent (lot number i0405073) was implanted at 16 approx 18atm for 20 seconds. Another 3.0 x 13mm cypher stent (lot number i0405073) was then implanted at 16 approx 18atm for 20 seconds proximal to the 2nd cypher overlapping it. Post-dilation was not conducted. Ivus was not conducted. Timi flow was 3 before the procedure and 3 after the procedure. The residual % of stenosis was 0%. Act was not measure. Two months later, the patient complained for chest discomfort and nausea. Coronary angiography was conducted and thrombus was observed in the implanted cypher stents in the left main to the proximal lad. To treat the thrombus, thrombolytic agent (urokinase 240,000u twice) was administered and balloon angioplasty was conducted with a 3.0 x 15mm balloon. Inflation time and pressure were unk. Iabp and artificial ventilator were inserted. After treatment of thrombus, the patient went into acute heart failure and cargiogenic shock.